Event description:
It was reported that within a few weeks of implant, the lead dislodged due to patient anatomy. The patient also reported feeling a beat under the ribs like pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565, implantable tachy lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).